Manufacturer narrative:
The device has not been returned to the MFR as of the date of this report. A f/u report will be submitted when the eval is complete.

Event description:
It was reported that the drill overheated during a procedure. Another drill was used to complete the procedure. There was a 10 min delay in the procedure. There was no medical intervention required and no adverse consequences.